Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not getting adequate pain relief. The patient contacted technical support who advised patient to turn the stimulation up. After several days of increased stimulation the patient turned the stimulation off. A company representative recommended the patient contact the doctor. Subsequently, the patient had surgery to explant the system.